Event description:
It was reported that during ventricular threshold testing using this programmer the device recorded an error code. The physician was unable to abort the threshold test and patient exhibited a syncope. Shortly after the programmer continued normal device operation. No additional adverse patient effects were reported. Additional information was received which indicated that, error code was not found in error logs. The customer was asked to repeat easy install to transfer error logs, but no response received yet. The technical services (ts) indicated that error code is usually resolved upon programmer restart according to tsr response. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5.

Event description:
It was reported that during ventricular threshold testing using this programmer, the touch screen was unresponsive when attempting to end the test. The threshold continued decreasing, and the patient went into a syncope state as a result. The programmer touch screen was suspected to be non-functional. No additional adverse patient effects were reported. Additional information was received which indicated that, error code was not found in error logs. The customer was asked to repeat easy install to transfer error logs, but no response received yet. The technical services (ts) indicated that error code is usually resolved upon programmer restart according to tsr response. No additional adverse patient effects were reported.